Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of allergy to metals ("one woman suffered allergic reaction to the nickel inside the device") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), procedural pain ("painful procedure") and pain ("persistent pain following a painful procedure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals, procedural pain and pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, pain and procedural pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: allergy to metals: n° 302 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.